Event description:
The customer reported that during preparation for use, the endoscopic image was blurry. There was no patient or user injury reported due to the event. No further information was provided. The subject device was returned to an olympus service center for evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service confirmed the customer¿s reported image issue and found the image was still foggy after aeration. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: - damage to the ccd unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector the event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found the rfid, production, eto, and caution labels were not properly affixed. The adhesive on the c-cover was cracked. The angulation was low. The up/down and right/left control knobs were loose. The distal end plastic cover had deep scratches around the channel opening. There was fluid inside the light guide lens, and the lens was chipped. The rubber adhesive was wet. The adhesive in the insertion tube and c-cover was cracked on both sides. There were buckles in the insertion tube, and the coating was cracked near the boot. The control body grip was wet. There were minor scratches on the light guide tube. The water detection sticker had been activated. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.